Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.

Event description:
It was reported that a panta set was sent by the company rep and a 'cursory inspection of the alignment jig was performed and it was determined that the nail fixation device had a damaged internal thread.' Add'l info was received from the comp rep "the surgeon indicated the holes did not line up directly with the nail it seemed. Everything else seemed to work correctly." There was no injury or adverse consequence to the pt and no reported delay in surgery reported.